Manufacturer narrative:
Device evaluation: the green navlock tracker was returned to medtronic for evaluation. The returned tracker was found to be in good condition with no apparent physical damage. With markers attached and fully seated, the tracker returned a good geometry error with normal tracking. There was no problem found with the tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative performed a system checkout for the navigation system, and the checkout stated that the green navlock was not always recognized due to a geometry error going up to 0.6mm, mostly if the navlock is not looking straight to the camera. It was noted that the green navlock needed to be replaced. However, no parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during surgery, the green navlock tracker was not always recognized by the camera, mostly when the navlock was not looking straight to the camera. The green navlock was being used with a screw driver. The surgeon noted that it happened often with this green navlock. There were no problems with the orange, grey, and purple navlock trackers. There was no delay due to this issue, and there was no impact on patient outcome. It was noted that the spheres were controlled and had been cleaned. Troubleshooting found that the navlock geometry error was around 0.48 when navigating and up to 0.6 when not navigating. It was noted that one pin seemed to be slightly loose and could not be turned by hand.